Manufacturer narrative:
Fifteen samples were returned for evaluation. One opened needle was found with the needle protruding through the sheath. All other needles had no defects or damage and were within specification. Wall thickness of the sheaths was within specification. No product defects were found. Recapping of needles is prohibited by osha/FDA regulations, this info is contained in the labeling. The customer declined to report if they were using a two handed method of recapping, although they did report they were recapping needles when the event occured. User technique may have contributed to the reported problem.

Event description:
Follow-up info indicated there were two separate needlesticks to two separate employeed. The doctor recommended follow-up testing and tratment for each case, but both employees declined treatment.